Event description:
It was reported that, during use on a patient, this 980 ventilator generated an alarm and entered into backup ventilation . The patient was removed from the ventilator and placed on an alternate ventilator. At that time, patient's spo2 (saturation of peripheral oxygen) decreased to 40%, and the patient recovered after manual ventilation and replacing the device.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 conclusion and component codes. H3 device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ve ntilator generated an alarm and entered into backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the unit entered backup ventilation from memory. The sp replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The device passed all tests and calibrations per manufacturer specifications at the time of service. The ifm pcba was returned to the medtronic for failure investigation. No anomalies found during visual inspection. The functional test found no issues/faults with the ifm pcba and the reported event was not duplicated. The replacement of ifm pcba did resolved the reported issue; however, the returned component was analyzed and were no fault found. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ve ntilator generated an alarm and entered into backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the unit entered backup ventilation from memory. The sp replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The device passed all tests and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the inspiratory flow module pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.